Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a belt clip slot, minor scratches and a cracked display window. No moisture damage found inside the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the up arrow button has been very flaky and she had cracks on her pump that are causing her screen to be difficult to read. The customer stated that there might have been moisture inside the screen. Customer was advised to discontinue use of the device and to revert to a backup plan.